Manufacturer narrative:
The mammotome biopsy system is indicated to provide tissue samples fo rdiagnostic sampling of breast abnormalities the device has not been returned for evaluation, which prevents a full investigation and analysis of the root cause at this time. However, this failure has been identified in the risk management file for potential patient harms for a smoke, smell or odor, including fire. Follow up intervention may be required in the event a patient would be impacted by the smoke, smell or odor, including fire. Although there was no patient consequence, due to the remote potential of this malfunction to cause or contribute to death or serious injury as a result of a potential device fire, this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report.

Event description:
It was reported by the sales rep that before the procedure the scm unit and legacy us holster need to be serviced. An error message occured during initializing the probe. It displays connection tubing fault. At the same time the unit gives off a smell of electric burning. The procedure was completed with another device with no patient consequences.